Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The usm came for failure analysis with a 307/319 error code. This issue was verified to have happened in the logs, but unable to replicate in-house. The usm was tested on the in-house system in normal mode where it triggered no errors. The usm passed all the following tests: fiber test, direction test on the usm and carriage test, cva test and sine cycle test with no related failures. The usm was checked for any type of fluid intrusion or debris or possible connections with the flax flat cables (ffc) and none was found. Checked the fru connector pogo-pin (fcp) board printed circuit assembly (pca) springs and pins to ensure no issues were found. Placed the usm back on the system to see if errors were intermittent or if any errors would populate, and nothing was generated. After further investigation the parallelogram fiber and axes controller module (acm) pca will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator 3 (usm3) because of error 307/319 when powering on the system. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical territory associate (cta) called an isi technical support engineer (tse) and reported they were in the middle of the procedure, and they had a non-recoverable fault. Before calling tse, they had already power cycled the system a couple of times, including emergency power-off (epo), without success. Tse had verified error logs and had found errors 26002, 307, pointing to universal surgical manipulator (usm) 3 axes controller, carriage (acc), axes controller spar (acs) nodes. Tse guided caller to power off the system and power it back on holding instrument clutch button pressed on usm 3. They were able to get a recoverable fault 25741 and disable to usm 3 to continue the procedure with 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.